Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. 2 days prior to 1st event date, the patient underwent a primary right l4-l5 spinal root decompression. On 1st event date, the patient presented with an "elevated temperature". The investigator noted the event as mild in intensity. The patient was advised by the physician to monitor temperature and report any development of malaise or severe back pain. The event was reported as resolved without treatment 5 days after 1st event date. On 2nd event date, the patient presented with "dvt with pulmonary embolism". The investigator noted the event as severe in intensity. The patient was admitted to the hospital by the physician and prescribed medrol dosepak and daypro. The event was reported as continuing with treatment when the patient was last seen in 09/2000. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted intercurrent illness as a possible explanation for the event.